Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week after the implant procedure, this patient presented with neck/scapula pain. X-ray revealed the right ventricular (rv) lead had resulted in a perforation and pericardial effusion. As it was determined the perforation was small and not significant, the patient was discharged the following day. Two days later, the patient was admitted to drain tamponade. The patient also complained of nausea, presyncope, ongoing pain and decreased urine output. Further investigation revealed high, out of range impedance measurements and loss of capture on the rv lead. Therefore, the rv lead was successfully repositioned. No additional adverse patient effects were reported.